Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was unable to connect to the pacemaker port. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the right atrial lead was unable to connect to the pacemaker port was not confirmed. Final analysis found the complete lead was returned in one piece. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical, mechanical, and x-ray analysis was normal with no anomalies found. Visual inspection of the lead did not find any anomalies except for procedural damage.